Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2007, explanted on: unk.

Event description:
Additional information received reported that when her pump was installed it was ¿put in wrong,¿ she was in pain, was in the hospital for 3 days, couldn't walk for 4 days, that the doctor had hit a nerve, and that she was scared of him. It was stated that the hcp (healthcare provider) had not put the catheter in the correct location, that it wasn't in the intrathecal space, and that she had the pump for "15 months without benefit.¿ the patient hired legal counsel, but eventually dropped the case. During that time she was on oral methadone, 90 mg/day (9 10mg pills/day). After moving to fl the doctor ¿did some revisions¿ it was not reported what was revised, how many revisions occurred or when the revisions occurred. In 2008 she was on oral dilaudid while in the hospital (reason for hospitalization was not reported) and that it ¿worked well¿ so they switched from morphine to dilaudid in her pump. She stated that they later went back to morphine. The time line for the pump medication switches was not reported, nor was it clear what medication was infused by the device system at the time of the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the hospital for three days and lost control of legs after pump implant. Patient never had therapeutic effect since implant as she continued to have high pain level even after dosage increase. In 2008, healthcare provider (hcp) had turned her pump down due to 'no change in effect'. The pump was also turned off for a night and patient reported no change in effect. Imaging was performed; x-ray in 2008 showed a loop in catheter. A surgery was recommended; however, patient declined as she was relocating then. Following her re-location to (B)(4), another hcp was consulted. A side view x-ray was done, which showed that the catheter was cut. The catheter was replaced. Drugs delivered via the pump were dilaudid and bupivacaine.